Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced difficulty breathing during dwell. The patient was connected to the homechoice pro device at the time of the event. The caregiver (cg) requested that the therapy be ended, and they wanted to the have the patient drain. Renal therapy services assisted the cg with ending the therapy and then perform a manual drain. The device was operational, and a swap was not necessary. No additional information is available.